Manufacturer narrative:
Device passed displacement test and self test. All buttons functioning properly during testing. However, corroded keypad flex cable connector, corroded electronic assembly and corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button after battery has been removed and reinserted. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer reported that they were unsure if a button was pressed down for 3 minutes or longer and confirmed that the insulin pump was exposed to a change in altitude. Customer reported that battery replacement did not resolve the keypad anomaly and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.